Manufacturer narrative:
Exemption number: e2015015. In telephone contact, the dentist informed that he did not have information about lot number of the product. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4). The dentist reported that 1 month after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, 20ncm of primary stability was achieved.